Event description:
The customer reported an intermittent loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.